Event description:
Three coils were successfully deployed into the aneurysm at the tip of the basilar artery. The fourth coil [subject device] was being placed at the back of the aneurysm with the assistance of a balloon catheter. It was reported that the device perforated the aneurysm resulting in it rupturing. A further three coils were deployed without issue and the bleeding stopped. Following the procedure, the patient was reported to feel nauseous due to the rupture, but had no neurological deficit.

Manufacturer narrative:
No allegation of product malfunction or non-conformance contributing to the reported event. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted, so was not available for evaluation. From the information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the aneurysm rupture. A review of the labeling found that the reported event is noted as a potential procedure complication. The physician did not allege any malfunction or non-conformance of the device contributed to the event. Based on the information available and the investigation, it was determined that operational context contributed to the aneurysm rupture.